Event description:
The user stated she was getting low results for 4 or 5 pt serum samples and provided data for four pt samples. All results are initial result from the c111 followed by the repeat result from the reference lab on (B) (6) 2009. Albumin and total protein results are in g per dl, calcium and glucose results are in mg per dl, sodium, potassium and bicarbonate results are in meq per l, alkaline phosphate results are in u per l. Sample 2, albumin 2.9, 4.4; total protein 4.5, 7.3; bicarbonate 20.0, 27; calcium 6.4, 9.7; glucose 68.0, 99; sodium 108, 144; potassium 4.4, 5.4. The initial results were reported and the physician questioned the results. None of the pts were affected or treated due to the erroneous results. The user stated "after calling bd, they should not be storing the samples the way they were storing them. All samples were drawn on friday, (B) (6) 2009 in sst tubes. They were centrifuged and then frozen directly in the sst tubes over the weekend."

Event description:
The user stated she was getting low results for 4 or 5 pt serum samples and provided data for four pt samples. All results are initial result from the c111 followed by the repeat result from the reference lab on (B) (6) 2009. Albumin and total protein results are in g per dl, calcium and glucose results are in mg per dl, sodium, potassium and bicarbonate results are in meq per l, alkaline phosphate results are in u per l. Sample 3, calcium 8.3, 9.8; sodium 123, 137. The initial results were reported and the physician questioned the results. None of the pts were affected or treated due to the erroneous results. The user stated "after calling bd, they should not be storing the samples the way they were storing them. All samples were drawn on friday, (B) (6) 2009 in sst tubes. They were centrifuged and then frozen directly in the sst tubes over the weekend."

Event description:
The user stated she was getting low results for 4 or 5 pt serum samples and provided data for four pt samples. All results are initial result from the c111 followed by the repeat result from the reference lab on (B) (6) 2009. Albumin and total protein results are in g per dl, calcium and glucose results are in mg per dl, sodium, potassium and bicarbonate results are in meq per l, alkaline phosphate results are in u per l. Sample 4, albumin 2.1, 4.2; alkaline phosphate 38.5, 64; total protein 3.4, 7.3; bicarbonate 17.3, 31; calcium 4.7, 9.9; glucose 42, 76; sodium 80, 135. The initial results were reported and the physician questioned the results. None of the pts were affected or treated due to the erroneous results. The user stated "after calling bd, they should not be storing the samples the way they were storing them. All samples were drawn on friday, (B) (6) 2009 in sst tubes. They were centrifuged and then frozen directly in the sst tubes over the weekend."

Manufacturer narrative:
The field service rep determined there was a possible pipetting issue, a defective sample probe, an air leak in the tubing, possible reagent contamination, bad controls or frozen pt samples. He replaced the probe and tubing, replaced the regents, calibrators, controls and photometer lamp. To verify the analyzer performance, he ran calibration, qc, precision and accuracy checks which all passed.

Event description:
The user stated she was getting low results for 4 or 5 pt serum samples and provided data for four pt samples. All results are initial result from the c111 followed by the repeat result from the reference lab on (B)(6) 2009. Albumin and total protein results are in g per dl, calcium and glucose results are in mg per dl, sodium, potassium and bicarbonate results are in meq per l, alkaline phosphate results are in u per l. Sample 1, albumin 3.2, 4.2; total protein 5.1, 7.4; calcium 7.2, 10.0; sodium 117.0, 143; potassium 4.0, 4.8. The initial results were reported and the physician questioned the results. None of the pts were affected or treated due to the erroneous results. The user stated "after calling bd, they should not be storing the samples the way they were storing them. All samples were drawn on friday, (B)(6) 2009 in sst tubes. They were centrifuged and then frozen directly in the sst tubes over the weekend."

Manufacturer narrative:
The field service rep determined there was a possible pipetting issue, a defective sample probe, an air leak in the tubing, possible reagent contamination, bad controls or frozen pt samples. He replaced the probe and tubing, replaced the regents, calibrators, controls and photometer lamp. To verify the analyzer performance, he ran calibration, qc, precision and accuracy checks which all passed.

Manufacturer narrative:
The field service rep determined there was a possible pipetting issue, a defective sample probe, an air leak in the tubing, possible reagent contamination, bad controls or frozen pt samples. He replaced the probe and tubing, replaced the regents, calibrators, controls and photometer lamp. To verify the analyzer performance, he ran calibration, qc, precision and accuracy checks which all passed.

Manufacturer narrative:
The field service rep determined there was a possible pipetting issue, a defective sample probe, an air leak in the tubing, possible reagent contamination, bad controls or frozen pt samples. He replaced the probe and tubing, replaced the regents, calibrators, controls and photometer lamp. To verify the analyzer performance, he ran calibration, qc, precision and accuracy checks which all passed.